Manufacturer narrative:
Date of event was reported as in the last 3 months, probably in (B)(6) 2016. The main component of the system and other applicable components are: product ID: 377760, lot# n0031857, implanted: (B)(6) 2005, product type: lead. Product ID: 377760, lot# n0031111, implanted: (B)(6) 2005, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer reported that the patient was having a lot of back problems with in the last 3 months. The patient had pain right in the area of their implantable neurostimulator (ins) which ran through the back into their legs on the right side. The healthcare professional (hcp) discovered nothing and they thought it was their hip. It was noted that the therapy was not helping at all and the patient thought there was something could be wrong with their ins. Additional information received from the patient via the manufacturer¿s representative reported that they did an impedance check of the device and there was ¿one lead impeded¿doesn¿t work¿ along with pain at the battery site. The representative programmed the ¿good lead¿ and the patient was getting good stimulation. The patient¿s physician was notified of the issue. It was unknown if the issue was resolved at the time of report. No surgical intervention had occurred but one was planned (unknown if scheduled at the time of report). The indications for use for the implanted device were noted as chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.